Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the neutral position had been 90 degrees off. The issue was noted when inserting the vizigo short into the patient's body. It was used as normal despite the comment that there was discomfort about the neutral position. After the procedure, the handle was inspected outside the patient and the sheath was deflected, and confirmed that the neutral position of the sheath was off by 90 degrees. The device was able to deflect to the expected curve post procedure. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 15-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the neutral position had been 90 degrees off. The issue was noted when inserting the vizigo short into the patient's body. It was used as normal despite the comment that there was discomfort about the neutral position. After the procedure, the handle was inspected outside the patient and the sheath was deflected, and confirmed that the neutral position of the sheath was off by 90 degrees. The device was able to deflect to the expected curve post procedure. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual and deflection test of the returned device was performed in accordance with j&j procedures. Visual analysis revealed no damage or anomalies on the device. The distal tip and the shaft of the sheath was reviewed in detail and no anomalies were found. A deflection test was performed, and the curve was deflecting within specifications, and meets the specification in both directions. A device history review was performed for the finished device 60000417 number, and no internal actions related to the complaint were found during the review. The deflection issue reported by the customer was not confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).